Event description:
Upon setup of the ventilator after conversion service, the customer reported the unit would not operate on backup battery power. The manufacturers field service engineer (fse) confirmed the reported problem. The fse reported the power supply fan screws were installed so that the thread end of the screws were inside the fan shroud and interrupting the function of the battery. The fse installed the screws properly to address the reported problem.